Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had unintended activation/motion and would not run. Therefore, the reported condition that the device started and stopped working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electric pen drive device had loose wiring/soldering, the device would not run, and the device had unintended activation/motion. It was noted that the device did not function. It was further determined that the device failed pretest for check function with the test hand switch, check for unintended motion, functional test forward (fwd) and reverse (rev) running, check the function with the foot pedal, check the power with the power test bench, and check speed with the tachometer. It was noted in the service order that the device started, and then stopped working before an unspecified surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.